Manufacturer narrative:
Manufacturer information updated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a trial procedure on (B)(6) 2019, the physician was able to gain epidural access but could not advance the lead due to bone spur. As a result, the trial procedure was abandoned.